Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box history showed multiple unexplained pump reboot events recorded. The returned battery cap was fully secured to the pump and was able to maintain electrical connection; when unscrewed half a turn, the pump rebooted. A test battery cap was fully secured to the pump and was able to maintain electrical connection and also rebooted when unscrewed half a turn; therefore, the original complaint was duplicated. The returned battery cap contact height and width measurements were found to be within the required specifications. Moisture corrosion was observed inside the battery compartment. The battery compartment was found to be cracked and a leak test was performed and confirmed the crack. The 24 hour duration test was unable to be completed due to moisture damage. The pump case was removed and no evidence of moisture or intermittent conditions was found on the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.